Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4)., serial: (B)(6), batch: a000118476.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain the patient's weight.the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's system was explanted on (B)(6) 2024 due to lack of effective therapy. Investigation was unable to determine which lead attributed to the issue.